Event description:
It was reported that the device had a system failure pump motor drive off post errors. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were removed/broken. The investigation found the case top cracked by tube holders and front left corner. Cracked battery door. Contamination in case bottom. The pump event history showed a pump motor drive off post error in history. There also was a depleted battery message in history in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, when running the pump when not plugged in. The pump was run on battery and before the pump shut off, it went into pump motor drive off post error. The root cause of the reported issue was due to use error. The technician replaced the battery as a preventative measure. Device passed functional and delivery tests.